Event description:
The customer reported to olympus that during preparation for use, the evis exera ii ultrasound gastrovideoscope was leaky at the distal end. During evaluation of the device by olympus, it was found that the scope had a gap of adhesive on the distal end and a stain entered inside the lens through the gap. There was no patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation confirmed. The device evaluation revealed a gap between acoustic lens and ultrasound probe. Additionally, the evaluation revealed the up/down knob cannot be locked securely, scope connector-cover plate was detached, the air/water-cylinder had discoloration, a scratch and crack on the bending section cover, the number of missing element exceeded the standard value, damage on acoustic lens, displayed ultrasound image was defective, the distal end had a burn, and the bending angle in up direction does not meet the standard value. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the cause of the gap between the acoustic lens and the ultrasound probe from the information obtained. The root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.